Event description:
On (B)(6) 2022, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was seen in the emergency room with complaints of stoma site pain, abdominal bloating and shortness of breath. He was told to use tylenol or ibuprofen for the pain, as everything else seemed within normal limits. The patient continued to experience stoma site pain and developed some drainage at the site as the day went on but remained afebrile. On (B)(6) 2022, the patient was seen in urgent care for a stoma site evaluation and was prescribed oral doxycycline for seven days. On (B)(6) 2022, the patient was seen by his gi physician and was given an additional course of oral cipro which he started on (B)(6) 2022, when the doxycycline was finished. The patient completed both courses of antibiotics and had a follow up appointment with his gi physician scheduled.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.